Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected b-hcg result was obtained from a single patient sample when using vitros immunodiagnostics product b-hcg ii, reagent lot 4910, on a vitros xt 7600 integrated system. The result was considered discordant when a repeat test was performed using the same sample. Patient 1, sample 1 vitros b-hcg ii result of 1289.8 miu/ml vs. The expected sample 1 result of <2.4 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected b-hcg ii result was reported from the laboratory and questioned by the physician. However, no treatment was initiated, altered, or stopped based on the reported result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected b-hcg result was obtained from a single patient sample when using vitros immunodiagnostics product b-hcg ii, reagent lot 4910, on a vitros xt 7600 integrated system. The result was considered discordant when a repeat test was performed using the same sample. The assignable cause of the non-reproducible, higher than expected patient sample result could not be determined. No issues were reported with the qc fluids processed at the customer site, and no concerns were raised regarding the accuracy or precision of the vitros assay as historical qc results were determined to be within expectations. However, as there was not an adequate number of results available for vitros b-hch ii lot 4910 to make a thorough evaluation, a reagent related issue cannot be entirely ruled out as a contributor of the event. The customer gave no indication of any instrument malfunction however, as no diagnostic within run precision testing was performed to verify performance, an instrument issue cannot be completely ruled out as a potential contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to determine whether the customer was following the sample collection device manufactures recommendation for sample centrifugation, consequently, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Additionally, pre-analytical sample mix-up was ruled out as a contributor of the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros bhcg reagent lot 4910.